Event description:
The customer reported they were receiving calibration alarms for their ion selective electrode (ise) tests on the c501 analyzer. The customer noted the ise syringe for the sipper probe was dry. The customer stated that the syringe did not look like the others. The customer retested 2 patient samples that had been run on (B)(6) 2015, and one sample tested on (B)(6) 2015. Of these three samples, the sample from (B)(6) 2015 had an erroneous ise sodium result that was reported outside of the laboratory. The sample initially resulted as 138 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer on (B)(6) 2015, resulting as 146 mmol/l accompanied by a data flag. The repeat result was believed to be correct. The patient was not adversely affected. The ise sodium electrode lot number and expiration date were asked for, but not provided. A specific root cause could not be determined based on the provided information. The field service representative found there was a fluidics failure. He checked all supply and waste tubing to and from the ise sipper syringe. The customer performed calibrations and quality controls; results were within specification. The instrument worked according to specifications after the field service visit.